Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I result is unknown. The instrument is performing within specifications. No further evaluation of the device is required

Event description:
Two falsely depressed troponin I results were obtained on a two separate samples from the same patient. The results were not reported to the physician. The samples were repeated on an alternate analyzer system and elevated results were obtained and reported. It is unknown if the patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed troponin I results.